Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and extensive corrosion was discovered. The bearings on the rotor assembly were found to be worn inside. Worn or damaged bearings can cause this type of failure and can lead to increased friction between rotating components, resulting in heat being generated. The rotor assembly, motor, and all bearings were replaced, and the drill was cleaned for preventative maintenance purposes. The drill was returned to the user facility.

Event description:
It was reported that during a back procedure, the drill was heating up. A backup drill was readily available; the procedure was completed without delay. There was no pt or user injury reported, and no adverse consequences alleged.